Manufacturer narrative:
Analysis of the pump revealed pump/motor/o-ring wear - no significant anomaly. Analysis of the catheter revealed acceptable test ing/no significant anomaly; catheter returned in segments. Analysis of pump logs revealed that infumorph (10 mg/ml) was infusing at 1.783 mg/day; the last refill (with prescription change) was on (B)(6) 2015 at 14:09. With regard to the pump and catheter: the previously reported conclusion codes were updated.

Event description:
On 2015-10-07, information from an healthcare provider (hcp) confirmed that the pump and catheter were removed on 2015 (B)(6) secondary to infection.

Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# n441507006, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a company representative regarding a patient receiving gablofen, dose and concentration not reported, via an implantable pump. The indications for use were non-malignant pain, post surgical neuritis and post traumatic neuralgia. It was reported that the pump and catheter were "infected" and "taken" out (B)(6) 2015. Drug, other medications the patient was taking, pertinent medical history, diagnostics related to the infection, and the outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.